Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon¿s string was broken. Doctor said that there was no tampon in my body upon checking via the b-ultrasound [device breakage]. Case narrative: consumer reported via phone that the tampon¿s string was broken inside the body. Md confirmed via ultrasound that tampon was not retained. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon¿s string was broken... Doctor said that there was no tampon in my body upon checking via the b-ultrasound [device breakage]. Case narrative: consumer reported via phone that the tampon¿s string was broken inside the body. Md confirmed via ultrasound that tampon was not retained. No injury reported.